Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) and a watchman laa closure device and delivery system (wds) was selected to be used. The transseptal puncture (tsp) was completed with no issues noted. When inserting the was sheath and removing the dilator, the was sheath did not back bleed. It was extracted and flushed again with no problem. Then the was was inserted again over the guidewire and when the guidewire was advanced from the right atrium (ra) into the left atrium (la), some bubbles entered the la, then the left ventricle (lv) and went to the aorta. The bubbles were aspirated through a pigtail to resolve. The patient did not have any symptoms as a result of the air entry. The procedure was successfully completed with no patient complications reported. The patient was discharged on (B)(6) 2024.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) and a watchman laa closure device and delivery system (wds) was selected to be used. The transseptal puncture (tsp) was completed with no issues noted. When inserting the was sheath and removing the dilator, the was sheath did not back bleed. It was extracted and flushed again with no problem. Then the was was inserted again over the guidewire and when the guidewire was advanced from the right atrium (ra) into the left atrium (la), some bubbles entered the la, then the left ventricle (lv) and went to the aorta. The bubbles were aspirated through a pigtail to resolve. The patient did not have any symptoms as a result of the air entry. The procedure was successfully completed with no patient complications reported. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) with the dilator in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection found no damage or defect. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.